Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to remove more air bubbles than normal during the cartridge loading process. The customer changed the cartridge and was able to successfully resume insulin delivery. The customer's blood glucose level was 175 mg/dl.